Event description:
A malfunction was reported on the customer's pump, which displayed a malf 0 code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, resolving the issue. The customer was instructed to continue using the pump and to contact support again if the malfunction recurred.